Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Insulation damage was noted exposing the proximal and distal high voltage lumens. There was also webbing damage between all the conductors 312-318mm from the terminal pin. Due to the location and type of damage it is likely this was caused by entrapment in the clavicle/first-rib region.

Event description:
Boston scientific received information that during a routine follow-up, noise and oversensing were noted on the device and right ventricular (rv) lead. No asystole greater than two seconds was noted as the patient was not pacemaker dependent. The lead was explanted and replaced. After removal, insulation damage was noted and appeared to expose the conductor coils. No adverse patient effects were reported.